Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red sore open blister.there was no alleged device malfunction contributing to the irritation. The patient¿s nurse treated the skin irritation. Patient reported that the irritation is getting better.